Event description:
Note: this report is being filed for the first of two complaints that occurred during the same procedure. Refer to MFR# 3005099803-2010-05171 for the associated device information. It was reported to boston scientific corporation that a rx biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a (B)(6) old male patient (patient weight is unknown). During preparation for the procedure, the rx biliary stent system was removed from the packaging. Upon inspection, it was noticed that the ends of the stent appeared crushed and flattened. As a result of this, the stent was unable to be loaded onto the delivery system. There was no visible damage was noticed to the packaging of the device and the sterile barrier did not appear compromised. This same issue was encountered with a second rx biliary stents during preparation for the procedure. A third rx biliary stent was used to complete the procedure successfully. There were no patient complications. The patient was reported to be fine after the procedure.

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. Based on the previous investigation conducted on similar complaints, the most probably root cause for this complaint is handling damage.